Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that a system had low aspiration during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system had low aspiration. There was no patient impact, and the procedure was completed using the same equipment and accessory with no delay. The system was manufactured on december 13, 2007. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event cannot be determined conclusively. (B)(4).